Event description:
It was reported that high impedance was observed on the patient's device during a clinic visit. The patient was referred to a surgeon for a lead revision however no surgical intervention is known to have occurred to date.